Manufacturer narrative:
Follow-up # 1 date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: a review of the pump¿s black box data shows evidence of a short battery life and frequent low battery warnings. The pump¿s electrical current draws were above specification. The initial complaint about a battery life issue was confirmed. When the u33 component was disconnected from the pump the pump¿s electrical current draws returned to normal. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.